Manufacturer narrative:
On november 20, 2020, mentor became aware of the following: replacement device information was provided as lot number 9506405 and serial number (B)(4). Device was found to be ruptured. Hence, device problem code "material rupture" has been added to field h6 on this form. Since the device was ruptured and unable to be sterilized, it was dicarded. Hence, type of investigation under field h6 on this form has been updated to "device discarded" the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity and race underwent primary breast augmentation with 400cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 19, 2020, mentor became aware that the date of replacement surgery is october 30, 2020. Hence, following fields have been updated on this form: field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2021, mentor became aware that report submission due date under the previous follow up 3 report was inadvertently submitted as 2/4/2020. It should have been 2/4/2021. Manufacturer¿s reference number: (B)(4) report submission due date under the previous follow up 3 report was inadvertently submitted as 2/4/2020. It should have been 2/4/2021.

Manufacturer narrative:
On january 5, 2021, photo evaluation was completed. Upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).